Event description:
In this case, a revision of stryker implants was performed, involving the revision of both the glenoid sphere and humeral insert. The original x-ray, known as the fluoro, was utilized. Two weeks post-operation, there was a revision to 42 centered, followed by a dislocation of 42 centered, leading to a revised sphere to 42 eccentric and 10-degree poly. The surgeries were planned with blueprint. Despite the patient's history of schizophrenia and chronic anterior dislocation, necessitating multiple revisions, there were no reported issues with the implants themselves.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
In this case, a revision of stryker implants was performed, involving the revision of both the glenoid sphere and humeral insert. The original x-ray, known as the fluoro, was utilized. Two weeks post-operation, there was a revision to 42 centered, followed by a dislocation of 42 centered, leading to a revised sphere to 42 eccentric and 10-degree poly. The surgeries were planned with blueprint. Despite the patient's history of schizophrenia and chronic anterior dislocation, necessitating multiple revisions, there were no reported issues with the implants themselves.

Manufacturer narrative:
The reported event was confirmed, based on the data provided by user/third party. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. However, on the available x-rays medical opinion was sought from an experienced independent medical expert as below, ¿I agree that the dislocations are unmistakably present on the x-rays of the patient¿s shoulder arthroplasty.¿ based on investigation, the root cause was attributed to a patient related issue, as the patient was schizophrenic and was chronic anterior dislocator. Psychiatric disorders are associated with increased medical and surgical complication rates. If device is returned or any further information is provided, the investigation report will be reassessed.